Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due to the lack of device sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample is returned for investigation, this report will be updated accordingly.

Event description:
Customer alleges that the low water notification would not go away without changing the column.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The column was placed in a neptune and connected to a 1650ml water bottle. Water did not flow into the lower tube at first, but did once the bottle was squeezed. The heater was turned on for continuous flow. There was a low water alarm that stopped after the bottle was squeezed. The column was then set up the same way but with an empty water bottle. The low water alarm did turn on with an empty water bottle. This behavior is expected and normal. Based on the investigation performed, the reported complaint could not be confirmed. The column acted normally after the bottle was squeezed, as specified in the IFU.

Event description:
Customer alleges that the low water notification would not go away without changing the column.